Event description:
A malfunction alarm was reported, and there was no adverse impact to the customer's blood glucose level. Cts provided information on how to reset the pump and assisted the caller with the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues reoccurred.